Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 28-jun-2006, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving compounded baclofen (400 mcg/ml at 139.9 mcg/day) and dilaudid (10 mg/ml at 3.5 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that the patient was scheduled for a routine pump replacement procedure and a catheter access study was performed in preop immediately prior to surgery with positive return of csf (cerebrospinal fluid). The patient was taken to the or (operating room) and placed in a supine position. The hcp opened the pump pocket and dissected out the existing pump and pump segment of the catheter. The new pump was attached to a sutureless connector. The hcp then attempted to aspirate from the catheter access port and noted that although it was ample, it was sluggish return. He then proceeded to fl ush the catheter with preservative free normal saline at which time a leak was noted in the existing portion of the catheter. It was also noted that the leak in the catheter was easily seen. Because there was a sufficient amount of catheter in the pocket, the hcp opted to trim 5.5 cm from the existing catheter and then reconnected it to the sutureless connector. The revised catheter was then reattached to the new pump at which time the hcp flushed the catheter again and noted that the leaking had resolved. He then aspirated from the catheter access port and had positive return of csf. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that that existing catheter had been implanted since (B)(6) 2004. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.